Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient was experiencing electrical fault alarms. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline and controller connector. A cleaning procedure was performed to remove contaminants. There was no patient injury as a result of this event. Preliminary log files showed multiple electrical faults. The controller ((B)(4)) was returned to the manufacturer and failed external visual inspection due to driveline port contamination. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2014-01099, 2015-02795 and 3007042319-2015-02796) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the ventricular assist device (vad) driveline had electrical fault alarms. Preliminary analysis of controller log files confirmed multiple electrical fault alarms with the first one logged on (B)(6) 2014. The hospital staff performed a controller exchange in response to the alarm and the alarm cleared. On (B)(6) 2014 additional electrical fault alarms were logged. The site performed troubleshooting and decided to conduct a driveline connector cleaning procedure on (B)(6) 2014. Additional electrical fault alarms occurred on (B)(6) 2014. A manufacturer's representative assessed the device and confirmed with the hospital staff that the patient could tolerate the vad-off time associated with a driveline connector cleaning procedure. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on (B)(6) 2014 to remove contaminants. Three driveline disconnects were performed with each disconnect lasting approximately 1 minute. It was stated that the patient tolerated the vad-off time well. Contamination was visible within both the driveline and controller connector. Two pins within the driveline connector appeared tarnished and there was a small amount of white greasy substance present. Additionally, a dried yellowish substance was observed within the inner lumen of the driveline cable and extending up along the length to the exit site. The electrical fault alarms were not able to be reproduced after the procedure. The controller was exchanged during the procedure. Two controllers were removed from service and the patient was issued replacement devices. The two devices were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.